Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5180419. Additional information: h6: additional code of 1574 - inappropriate/inadequate shock/stimulation should be included to account for inappropriate antitachycardia pacing.

Event description:
Voluntary medwatch received states the right ventricular lead delivered inappropriate shocks and anti-tachycardia pacing due to incorrect interpretation of signal. Further examination confirmed over-current detection, low defibrillation impedance, and no hv output delivered. Additionally, episodes of high defibrillation impedance were noted. The lead remains in use. No adverse patient consequences were reported.